Event description:
It was reported by the patient that she needed her rv lead replaced because "the representative and doctor determined it was fractured" and "defective". The patient described being instructed to "avoid certain movements to try and avoid an accidental shock" for a period of approximately two months, and noted that the device's alarm sounded frequently. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she needed her right ventricular lead replaced because "the representative and doctor determined it was fractured" and "defective". Oversensing and high impedance were observed on the right ventricular lead. The patient described being instructed to "avoid certain movements to try and avoid an accidental shock" for a period of approximately two months, and noted that the device's alarm sounded frequently. The patient reported that she thought she got shocked 3 times the previous week. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.